Manufacturer narrative:
(B)(4). Yoke flange the analysis showed that the device was received with the closing trigger in the open position and with the anvil jammed in the closed position; a reload loaded in the device was received. The reload was received fully fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is design to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. Additionally the cartridge deck was indented on the distal end. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke was found damaged where engages with the tube (yoke flange). Although no conclusion could be reached as to what caused the damage to the device, the damage is consistent with a large praying force in the opening direction to the closing trigger resulting in the separation between the tube and the yoke damaging the yoke flange. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On what tissue type was the device used? At what location on the tissue? Was it used on thick tissue? What was the outcome, leakage, bleeding or other please specify? Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Was the cartridge correct inserted, did they hear the "click"? On which firing(s) did this event occur (1st, 2nd, 8th, etc.) What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? What was the patient's pre-op diagnosis? Please provide the patient's sex, age and weight. What is the current status of the patient? Is there any other additional information you would like to share about this device or procedure? Has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm. Has this any impact on the patient, the surgery or the healing process? Is it possible to say what the stroke count indicator displays at the time the device couldn't be opened? What position did the knife blade indicator show? What were the patient's pre-op diagnosis, did he/she suffers from cancer, morbus crohn or colitis ulcerosa? If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? If so, what? What is the age and sex of the patient? What is the current status of the patient?

Event description:
It was reported that during a lap sigma procedure after firing the instrument did not open. So surgeon had to cut it out with a second instrument (could continue laparoscopic). Patient is well. No further information is available. Procedure was completed with same like device.